Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that one day in (B)(6) 2024, the customer did not feel well and experienced a headache. The infusion device warned the customer with the error message e-4 about an occlusion. The customer confirmed the error message and the infusion device started working again. As the customer continued to feel sick, she went to the emergency room on her own. A blood glucose test at the hospital resulted in 775 mg/dl and the customer was hospitalized for one day.